Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (a2, a3, e4 and g2) and to provide an update to field (h3). The device was evaluated by olympus. The electrode loop is broken on both sides and the electrode fork is deformed. A ceramic insulating tube is broken. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reported event occurred, due to the application of excessive force. As well as, improper handling. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00272 the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a therapeutic urology procedure using the hf resection electrode, the loop broke off and fell into the patient and was unable to be located. It remained in the patient. The procedure was prolonged "dramatically." It was reported that the condition of the patient and the diagnostic outcome was impacted by the failure, but it was not specified how. The procedure was completed with another device. Reportedly, a diagnostic intervention will be undertaken to locate the missing device piece left in the patient¿s body (MRI/x-ray). Additional follow up has been conducted regarding the broken piece left in the patient and the patient outcome; however, the information was not available at the time of report.